Event description:
Pt had total shoulder arthroplasty in 2008. Received urgent medical device removal notice dated 03/13/08 from biomet. Identified pt as having used this product and informed physician on 03/25/08. Pt had to have revision of shoulder arthroplasty due to loosening of implant on the following month.